Event description:
It was reported that the pulse generator exhibited backup vvi operation. The patient was experiencing dyspnea and fatigue as a result. After a software download, normal functionality resumed and the patient was noted to be doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.